Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with anterior repair utilizing polar system, enterocele repair utilizing the polar system. It was reported that the patient experienced pain, extrusion, urinary problems, recurrence, dyspareunia, erosion, infection, bleeding, and other. It was reported that patient underwent excision of vaginal mesh on (B)(6) 2012. It was reported that the patient underwent mesh removal and vaginoplasty on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent revision on 06/04/2015 due to pop. No additional information was provided.